Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lots. Based on this information, the reported device damaged by another device appears to be due to user technique/procedural circumstances that resulted in the single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional mitraclip is being filed under a separate medwatch report number.

Event description:
This is being filed to report damaged by another device, single leaflet device attachment/slda, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 90620u186) was advanced to the mitral valve, and the clip was deployed. Then a second cds (90620u190) was advanced to the mitral valve; however, the physician inadvertently caused the second clip to come in contact with the first clip. The first clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued, and the second clip was re-positioned to stabilize the slda. The second clip was implanted in the medial to lateral position to the first implanted clip. The physician stated, that the slda was not completely secured due to the way the anatomy was moving. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.